Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Unit received with cracked/detached end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify the compromised force sensor alarm due to cracked/detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was 108 mg/dl. Customer state that the insulin was squirting out during manual prime process. The drive support cap flush. The insulin pump will be returned for analysis.